Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected without magnification. Scratch wear marks were observed on ceramic, lumen and insulation. The scratch marks were observed below where the electrode is placed and extended all the way down to the insulation border and on the left side of the probe (electrode facing forward). The insulation was observed pushed down and slightly torn right below where the scratch marks are observed. No visual wear marks were observed on the right side of the probe¿s insulation. Review of the device history record (DHR) of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Probable root cause for the reported condition can be associated, but are not limited to misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a surgery the doctor had to dig out the tip from the shoulder. There was no harm to the patient.

Event description:
It was reported that during a surgery the doctor had to dig out the tip from the shoulder. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.